Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps had a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was not any damage out of the ordinary. It is unknown what surgical task was being performed when the issue occurred. It was observed to have full cable break and it is unknown if there was any loss of cautery due to the broken cable, there are no signs of thermal damage, no arcing was observed, there was no instrument collision and nothing fell into the patient.